Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, an alert for high, out of range, high voltage lead impedance issue was observed. Programming changes were recommended. No further information available.

Event description:
New information received: device was explanted. No further information available.